Manufacturer narrative:
Manufacturing evaluation conclusion: the report of pump thrombosis could not be confirmed. The heartmate ii lvas, was not explanted; therefore, no product was available for investigation. A direct correlation between the device, and the reported elevation in the patient¿s lactate dehydrogenase level could not conclusively be established through this evaluation. The heartmate ii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU outlines the indications of pump thrombosis, as well as how to respond to such events. In addition, this document also outlines the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 10 months. The pump was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the pump clotted. A pump exchange was scheduled to be performed on (B)(6) 2018, but the patient became too unstable and was returned to the or for veno-arterial extracorporeal membrane oxygenation (va ECMO) placement. The patient¿s lactate dehydrogenase was 25000 u/l prior to ECMO. The patient remained unstable and the pump exchange was not performed. Care was withdrawn on (B)(6) 2018 and the patient passed away. No additional information was provided.